Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, advancement was made to the superior vena cava (svc)/right atrial (ra) junction, when the patient's blood pressure dropped. Rescue efforts began, including rescue balloon and subxiphoid window. Approximately 200 cc of blood was drawn off the heart, and the blood pressure returned close to normal. The rescue balloon was deflated and the glidelight removed, and at that time a major drop in blood pressure was observed. The rescue balloon was inflated again. A sternotomy was performed, and a major perforation in the innominate vein was discovered. The intervention took an extensive amount of time, over-sewing the vessel and completing the repair, and the rv lead was surgically removed. The patient's chest was packed and left open overnight, and the patient survived the procedure. The patient was doing well a few days later. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
H3): the 16f glidelight was not returned, thus no returned product investigation was performed. H6): perforation of vessels is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.